Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the pacemaker and atrial lead exhibited noise oversensing resulting in an inappropriate automatic mode switch (ams). The programming changes were performed. The patient was in stable condition.